Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 01/17/2017, that on (B)(6) 2017, the g5 mobile application displayed sensor error, and prompted to be uninstalled and reinstalled. After re-installing, the g5 mobile application stopped working. No additional event or patient information was provided. No product or data was provided for evaluation, however a photograph was provided. The reported event was confirmed through the photograph. A root cause could not be determined.